Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced difficulty charging due to ipg placement. Surgical intervention was undertaken wherein the ipg was explanted and replaced with a non-rechargeable ipg.